Event description:
It was reported that (1) device was used during an anastomosis take down and end colostomy. It was reported by the affiliate that the tct75 instrument was placed across the bowel and the consultant began to fire the stapler. However, the firing knob would not advance the entire length required, and it became apparent that the firing cycle would not be completed. The instrument, however, did fire successfully when an alternative reload was inserted. It was noticed that the staples were exposed at the proximal end of the original cartridge, suggesting that the firing knob was partly fired previously. There was no consequence to the pt. The instrument is unavailable for return.